Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the customer was experiencing clogged needles. To aid in the investigation, nine samples were received for evaluation by our quality team. Eight samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed. No defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seven samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2025239. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2025239 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter" "unable to move plunger after attaching the needles to syringe. Clogged blocked experience. No patient harm has occurred due to the needle issues experienced."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.